Event description:
In 2003, the patient reportedly experienced an overly loud sensation followed by no sound. The patient reportedly determined it was the external headpiece and requested another one. Three month later, the patient was seen at the center for device evaluation. Test performed confirmed that the c1 device was no longer functioning.